Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged entero-atmospheric fistulas are related to v.a.c.® therapy. Device labeling, available in print and online, states: the abthera¿ open abdomen negative pressure therapy (system) is indicated for temporary bridging of abdominal wall openings where primary closure is not possible and/or repeat abdominal entries are necessary. The intended use of the system is for use in open abdominal wounds, with exposed viscera, including but not limited to abdominal compartment syndrome. P the abthera¿ open abdomen negative pressure therapy (system) is intended for use in the acute hospital setting: in trauma, general and plastic surgery ward. The abdominal dressing will most often be applied in the operating theater. Contraindications: patients with open abdominal wound containing non-enteric unexplored fistulas should not be treated with the abthera¿ open abdomen negative pressure therapy (system). Protect vital structures with abthera¿ visceral protective layer at all times during therapy. Never place exposed foam material directly in contact with exposed bowel, organs, blood vessels or nerves.

Event description:
On mar 1 2018, the following information was received by kci after a review of journal article, stefan acosta arne seternes, maarit venermo, leena vikatmaa, karl sorelius, anders wanhainen, mats svensson, khatereh djavani, marin bjorck. Open abdomen therapy with vacuum and mesh mediated fascial traction after aortic repair; an international multicentre study, european journal of vascular and endovascular surgery, volume 54, issue 6, 697 - 705 that reported the purpose of the study was to analyze the primary delays fascial closure rated and complications after open therapy with vacuum and mesh fascial traction (vacm) after aortic repair and to compare outcomes between those treated with open abdomen after primary versus secondary operation. Results reported that an entero-atmospheric fistula developed in nine patients. The patients included in this study were followed from 2006-2015 at a total of ten different centers located in the following countries: sweden, finland, norway and scandinavia. It is unknown when and in which countries the events occurred as this information has not been provided. The unit serial numbers were not provided and unavailable for return, therefore a device evaluation could not be performed.